Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh and bard pelvicol acellular collagen matrix were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a surgical procedure on (B)(6) 2003 and mesh was implanted concurrently with abdominal sacrocolpopexy right paravaginal repair, posterior repair, and cystoscopy. It was reported that following insertion patient experienced extrusion, urinary problems, recurrence, and dyspareunia. It was reported that patient underwent revision due to urinary urgency and frequency on (B)(6) 2010 (B)(6).

Manufacturer narrative:
(B)(4).